Manufacturer narrative:
Field service inspected the architect (B)(4) and observed both the assy, trigger_pre-trigger heater, complete (rohs) and solenoid, manifold mount, tested, with keys (rohs) were leaking and the motor, pipettor z with leadscrew and lifter (rohs) was worn from normal use. All three parts were replaced, however, the motor, pipettor z with leadscrew and lifter (rohs)_part number was determined to be the likely cause. Review of the service history for the architect (B)(4) did not identify any contributing factors and no subsequent issues have been reported. Tracking and trending for the architect i1000sr did not identify any systemic issues or adverse trends associated with the discrepant result issue described in the complaint. The i1000sr erratic result rate is within acceptable limits with no trends identified. Trending data and manufacturing documentation for the motor, pipettor z with leadscrew and lifter (rohs) did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i1000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported a false positive architect total b-hcg result. The sample generated an initial result of 989.91 and when retested generated a negative result of <1.20. No adverse impact to patient management was reported.